Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested but not returned by hospital.

Event description:
Patient underwent a left knee revision procedure approximately fifteen years post-implantation due to unknown reasons. The bearing and locking bar were removed and replaced and a patella button was implanted.

Manufacturer narrative:
This follow-up report is being filed to correct patient gender.